Event description:
It was reported that the device was not capturing and there was an impedance decrease. The device is still in use. No patient complications have been reported as a result of this event. It was subsequently reported that the device was removed due to infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not capturing and there was an impedance decrease. The device is still in use. No patient complications have been reported as a result of this event.